Event description:
The customer reported a low blood glucose level with a reading of 45 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated their settings to address the event. By the end of the system check with tandem technical support the customer¿s bg had increased to 71 mg/dl.